Event description:
Customer reported that his act button was not working. Customer's blood glucose was 190 mg/dl. The customer could not recall any significant events leading to the keypad issues. Customer is advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.